Event description:
The recipient is reportedly experiencing multiple open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt as well as silastic cuts on the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode lead revealed that most electrode wires had evidence of fatigue breaks at the fantail region. The photographic imaging inspection and scanning electron microscopy analysis of the electrode revealed that most electrode wires had fatigue breaks at the fantail region. These breaks can be associated with the multiple open electrodes reported. A CAPA was implemented. This is the final report.